Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that letters on a bd vacutainer® sst ii tube were not printed properly. The improper labeling was found prior to use. There was no injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The customer photos were evaluated, an illegible printing of the tube label was observed. Retention samples from the incident lot were inspected, and no illegible labels were identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode was observed by bd pas during evaluation. Root cause description: based on the investigation, the root cause / potential root cause for the illegible printing was determined to be that the banding mat picked up insufficient ink which resulted in small parts of the label failing to print. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.